Manufacturer narrative:
One opened straight polymer irrigation and aspiration tip was returned for the reported issue of a bent tip. The returned sample was visually inspected and was found to be non-conforming with the over molded tip observed to be missing. No bent condition was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was visually inspected and was found to be conforming for the report of the tip was found to be bent. Unrelated to the reported issue of a bent tip, the returned sample was found with a detached tip. How and when the irrigation and aspiration tip became detached cannot be determined from this evaluation. The irrigation and aspiration tip is a component that is received at the manufacturing site from an external supplier. The root cause of the detached tip is related to the supplier¿s manufacturing process and it was missed during the downstream inspection in the manufacturing process of the irrigation and aspiration tips. The returned sample was visually conforming for the reported bent condition. All irrigation and aspiration tips are 100% visually inspected prior to being released from the manufacturing facility complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that before cataract surgery two ophthalmic irrigation and aspiration tips from different lot were found bent. The surgery was completed on the same day with alternative tip and there was no patient impact.